Event description:
On 11/23/2000, the facility's nurse informed the distributor's sales rep of the following: I have received a list of oncology pt's (3) that are experiencing blood return problems. I was able to research these pts. This report concerns incident three (3). The device is a single lumen device and was inserted at this facility in 2000. The pt can be infused with drugs, but only some blood return present. The device is still indwelling. No further details were provided.